Event description:
It was reported the coblator ii surgery system began sparking when plugged into the wall outlet. No pt involvement was reported. Additionally, no injuries to any users were reported.